Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. Further information was requested but not received.

Manufacturer narrative:
Corrected data: e1 - initial reporter was updated to show the correct facility associated with the event.

Event description:
Additional information received indicated the event of over-sensing noise of the right ventricular (rv) lead was discovered remotely. No changes were implemented.